Event description:
Additional information received reported that the etiology was the lead or extension tract. The event was related to the procedure.

Event description:
It was reported that a patient experienced "increased inner tension, restlessness and slight irritability without anxiety or mood al teration". The patient also experienced insomnia, and increased sexual arousal or libido. It was stated that the patient had difficulty with orgasm during masturbation. It was noted that the symptoms were gradually and very slowly increasing since (B)(6) 2010. It was stated that this was "definitely" related to stimulation and reprogramming. It was also noted that the patient had increased irritability as well. The "(B)(4) data" date of test was (B)(6) 2010. The intervention was "activation of more dorsal stimulation contacts, switching off the most ventral contacts". It was stated that the intervention date was (B)(6) 2010 and the patient outcome was "resolved without sequela on (B)(4) 2010. It was reported that the patient experienced "hypersomnia". It was stated that "hypersomnia after change of stimulation settings; mostly likely rebound effect after a period of stimulation-induced insomnia". The insomnia occurred "over a couple of days" after "switching off a stimulation setting". It was stated that the "(B)(4) date of test was (B)(6) 2010". No actions were taken. The patient resolved without sequela on (B)(6) 2010. It was reported that a "slight gaping of retro-auricular operation wound". It was stated that there were no symptoms. It was reported that the sutures were "re-applied for full closure of the wound". It was reported that the intervention date was (B)(6) 2010. It was stated that the patient recovered without sequela on (B)(6) 2010. It was reported that the patient felt "traction along the cable". It was stated that the patient felt mild pain in left breast. It was also stated that the "implanted system pulls unpleasantly on the left side". The symptoms reported were "mild pain due to traction of the cable along the neck and in the left chest". On (B)(6) 2010, it was stated that the traction was moderately disturbing and sometimes painful. There were no diagnostic methods. It was stated that there was a medication adjustment. It was reported that the patient was taking paracetamol up to 3x 500mg a day. The patient was instructed to wear a "special bra". It was stated that this was an ongoing event. On (B)(6) 2011, it was reported that the patient experienced a "depressed mood". The symptoms were reported as depressed mood, feelings of loneliness, and an "increase in some compulsions". It was stated that there was a punctual worsening of mood to baseline before surgery, but not beyond. It was stated that there was adjustment of anafranil from 25mg to 50 mg per day. The intervention date was (B)(6) 2010. It was reported that this resolved without sequela on (B)(6) 2010. It was also reported that the patient experienced a "taste of plastic in the mouth, and diminished spontaneously". It was stated that this was possibly related to programming or stimulation. The issue resolved without sequela on (B)(6) 2010. It was reported that on (B)(6) 2011, the patient accidentally stopped stimulation when she was checking her device. It was stated that the patient experienced "1-2 days of hypersomnolence". It was stated that this was "not an adverse event if the stimulation itself in the strict sense". The device was switched on again on (B)(6) 2011. It was stated that the patient recovered without sequela. It was reported that on (B)(6) 2011, the patient had hypersomnia. It was stated that after a change of stimulation parameters there was a gradual worsening of hypersomnia with a need to sleep of greater than 12 to 24 hours. It was stated that this was "probably" related to stimulation. Reprogramming was done on (B)(6) 2011 and it was stated that the patient recovered without sequela. It was reported that on (B)(6) 2011, the patient experienced dysesthia around the implantable neurostimulator (ins). It was reported that depending on movement and position, the patient had painful dysesthia and warmth sensation in the depth tissue near the stimulator. It was reported that x-rays were taken, but no pathology was seen. The date of the test (B)(6) 2011. It was noted that this was an ongoing event. On (B)(6) 2011, it was reported that the patient had been experiencing palilalia since surgery. The patient first mentioned this on (B)(6) 2011. It was stated that the symptom was mild and occasional. It was stated that this was possible related to stimulation. No actions were taken and this was an outgoing event.

Manufacturer narrative:
Concomitant products: product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 7482-51, serial# (B)(4), product type: extension.

Event description:
Additional information received reported that the etiology was pre-existing condition, worsening or exacerbation. It was noted that the event was possibly related to the device and not related to the procedure.